Event description:
The device was used during a laparoscopic colectomy procedure. Reportedly, the instrument misfired. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
Device not received for eval.